Event description:
It was reported that patient underwent left total hip arthroplasty in 2011 and right total hip arthroplasty on (B)(6) 2014. Subsequently, patient experienced a superficial infection on the right side on an unknown date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: catalog number, lot number and expiration date - unknown, date implanted - unknown, initial reporter information - unknown, 510k number - unknown, manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, ¿early or late postoperative infection and/or allergic reaction.¿ event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty in 2011 and right total hip arthroplasty on (B)(6) 2014. Subsequently, patient experienced a superficial infection on the right side on an unknown date.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty in 2011 and right total hip arthroplasty on (B)(6) 2014. Subsequently, patient experienced a superficial infection on the right side on an unknown date. Additional information received revealed patient underwent a washout procedure on (B)(6) 2014 for the right hip superficial infection. There has been no revision reported. It was also reported that patient's left hip arthroplasty was implanted with competitor products.